Manufacturer narrative:
The manufacturing location for this product is yukon medical llc. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ vented vial access device, 20 mm experienced leakage. The following information was provided by the initial reporter, translated from german: the adapter trickled in the smart site. It was dripping out from underneath the smart site. When the cytostatics were turned over and the cytostatic did not drip, but it drew air into the syringe.

Event description:
It was reported that the bd smartsite¿ vented vial access device, 20 mm experienced leakage. The following information was provided by the initial reporter, translated from german: the adapter trickled in the smart site. It was dripping out from underneath the smart site. When the cytostatics were turned over and the cytostatic did not drip, but it drew air into the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-aug-2022. H6: investigation summary one mv0420-0006 sample from lot 212049 was received without packaging for investigation. The sample had residual fluid in the device and was received attached to a medication vial. Functional testing was performed by flushing fluid through the mv0420-0006 device using a retained 50ml bd plastipak syringe; leakage was observed from base of the smartsite confirming the customer's experience. During manual manipulation it was noted that the smartsite remained securely connected to the body of the vial access device (vad), and no additional damage was noted. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for the observed separation could not be determined, however it is possible that it occurred as a result of an inconsistent or insufficient application of glue, coupled with the twisting force during engagement or disengagement of the smartsite. A review of the production records from lot 212049 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.